Manufacturer narrative:
The instruments used in this procedure were returned and found to meet all print specifications. However, the actual implant involved was not returned.

Event description:
It was reported that surgical time was extended when the lag screw could not be inserted through the intramedullary nail properly.